Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. Visual and functional evaluation could not be performed. We have been unable to establish a relationship between the device and the event reported or determine a root cause undetermined at this time. A review of the device history showed that the renasys device passed all acceptance criteria and was compliant upon release for distribution. A review of the manufacturing records has not been possible for the reported canister, as no batch/lot details have been provided. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the renasys touch device was alarming canister full even though this was not the case. An optimized canister was used to help in the troubleshoot but there were still issued. The clinical team decided to discontinue the treatment. No patient harm reported.